Event description:
Consumer alleges that she sat down on the unknown shower chair and it broke in half. Consumer alleges that she did sustain minor cuts to both legs which were slightly bleeding. Consumer states that her right ankle is sprained and she was experiencing severe pain going up to her hip on the right side. Consumer did go to the hospital to be examined.